Event description:
Per the surgeon, the device was explanted on (B) (6) 2010, due to a staph aureus abscess resulting in a mastoid obliteration. Reimplantation is planned but had not taken place at the time of this report, (B) (6) 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(4) 2012.